Manufacturer narrative:
Information contained in this report was previously submitted through psr on 4/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: "the device related to the reported event of broken device was received on may 02, 2019 with lot number 3261404. Visual analysis of the returned device identified: weight to the spec, deformation, brown particles. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings or issues related to broken device were observed." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "bubble inside" and "detected antiseptic under the shell of implant, which testifies its compromised integrity." This device was inserted and then immediately removed. Surgery completed with a back-up device.